Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/09/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/15/2017 with the following findings:a review of the black box showed multiple unexplained power on reset events. The battery compartment was cracked from the threads to the case seal on the side. The battery cap was undamaged and was able to fit securely. The pump alarmed with a call service 078 alarm during the first rewind attempt. The pump cover was removed to find moisture on the motor flex connector.